Manufacturer narrative:
The exact "date of event" and "patient identifier" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges motor failed and had to call fire department to get out of the chair.

Manufacturer narrative:
The motor was returned to pride for evaluation. However, the motor was inadvertently scrapped prior to evaluation.

Event description:
Alleges motor failed and had to call fire department to get out of the chair.